Event description:
The physician was advancing a flexima catheter through tortuous biliary anatomy. While attempting to remove stiffening cannula, the cannula stretched causing the ID to get smaller and grasp the glidewire. The harder the physician began to pull on the cannula and wire, the teflon coating of the wire bunched up, exposing metal wire core. The coating did not detach. There were no pt complications involved.